Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (pooled cells) on a galileo instrument.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the test well images on the galileo instrument at the customer site on (B)(4) 2014. The customer did not return any site product to the immucor laboratory for investigation, however blood sample was returned to the immucor laboratory for testing against retention product. This testing was performed on (B)(4) 2014 and yielded the expected positive results with the blood sample. The initial testing at the customer site with capture-r ready-screen (pooled cells) on the galileo instrument was unexpectedly negative.